Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room overnight with hypoglycemia. The patient's specific blood glucose levels, time wearing the pod, and pod location were not reported. The dexcom continuous glucose monitor showed higher values than he actually had and differ from values taken with a blood test. The patient reported loosing consciousness. The patient was treated with glucose (unspecified route and dose). The patient was released the following day. Dexcom has been notified.